Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was exposed before sheath insertion. The plug was stuck on the inside of the shaft. Hemostasis was hemostasis achieved by manual compression. There was no reported patient injury. The device was used in an interventional procedure with an antegrade approach. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity at the access site. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The user is trained to the device. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The sealant sleeves (cartridge assembly) were not out of position. There were no damages noted to the sealant sleeves (cartridge assembly). There was no exposure of the sealant to bodily fluids. The device was removed from the package according to the instructions for use (IFU).other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation, it was contaminated with blood.

Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was exposed before sheath insertion. The plug was stuck on the inside of the shaft. Hemostasis was hemostasis achieved by manual compression. There was no reported patient injury. The device was used in an interventional procedure with an antegrade approach. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity at the access site. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The user is trained to the device. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The sealant sleeves (cartridge assembly) were not out of position. There were no damages noted to the sealant sleeves (cartridge assembly). There was no exposure of the sealant to bodily fluids. The device was removed from the package according to the IFU. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation, it was contaminated with blood. The reported event ¿mynx control system-deployment difficulty-premature¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported premature exposure of the sealant since it was also reported that there were no damages noted to the sealant sleeves and the sealant was not exposed to bodily fluids. However, prep factors and/or handling factors are possible. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.